Event description:
A customer observed imprecise vitros phyt results from quality control fluids in 2008 on a vitros 5,1 fs analyzer. The customer states there was no allegation of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number.

Manufacturer narrative:
Investigation into this event has determined that the root cause was an immuno wash module that was out of adjustment on the vitros 5,1 fs analyzer. An ocd field engineer was dispatched to the users site and performed necessary repairs and adjustments returning the instrument to expected operation.